Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances and pain at the ipg site after taking multiple falls. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
The reported ¿impedance issue¿ was confirmed. Analysis of the returned paddle lead found that both lead tails had a kink on the outer tubing where all internal wires were broken. These fractures are consistent with having occurred when the patient reported falling.